Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet came off of the head of the capio slim suture and remained in the ligament. The patient's condition was reported as fine.